Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown meridian filter system experienced difficult to remove, malposition of device, and patient device interaction problem. Of this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
The reported malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-00724. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown meridian filter system experienced difficult to remove, malposition of device, and patient device interaction problem. Of this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided. The unknown meridian filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review.